Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 112 mg/dl compared to a reading of 58 mg/dl obtained on the built-in reader and experienced unspecified hypoglycemic symptoms. Customer was unable to self-treat and was treated with glucagon by third-party. The reported readings, when plotted on parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. D1 - brand name, d2b - procode, d4 - model no, g4 - PMA/510(k) # have all been updated as these sections were incorrectly documented in the previous initial MDR.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 112 mg/dl compared to a reading of 58 mg/dl obtained on the built-in reader and experienced unspecified hypoglycemic symptoms. Customer was unable to self-treat and was treated with glucagon by third-party. The reported readings, when plotted on parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No further treatment was reported. There was no report of death or permanent injury associated with this event.